Manufacturer narrative:
The sample was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The customer reported a primary plum set that leaked during an infusion of topotecan. The chemotherapy was stopped and cystostatic spillage protocol was activated. The device was primed with saline solution and the leakage was noticed when initiating the infusion. The customer stated that the defect was a crack near to the distal part of the patient's connection. The event occurred during patient use; however, there was no harm reported.

Manufacturer narrative:
H10: no product samples or photographs were returned for investigation, however a video was provided which appears to show a leak emanating from the distal junction of the distal y-clave during infusion. The lot history was reviewed and there were no nonconformities found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided, and without the sample returned to evaluate. The reported complaint can be confirmed.h11 - due to a system limitation, the date in g4 is inadvertently marked as 1/16/2020 in the supplemental emdr. The correct date is 2/24/2020.